Event description:
The tubing detached from the drip chamber.

Manufacturer narrative:
H6. Results: one used unit was received for analysis. Visual examination of the returned device showed that the tubing was detached from the nozzle of the drip chamber. A review of the manufacturing process revealed that the supplied ad-set assembly from the supplier goes through a visual inspection for detached and/or damaged components and a sampling pull test of 12 lbs during the incoming quality inspection. Conclusions: the supplier has taken corrective measures concerning detachment from the drip chamber and are as follows: updated the procedure to increase inspection for gaps between the tubing and drip chamber. The operators have been retrained concerning the production associated with the bonding process. The supplier has provided the first production lot numbers for the actions taken above.